Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the blood glucose (bg) level was 429 mg/dl. As the customer's legs were shaky, the customer's spouse assisted with administering insulin injections to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge.